Event description:
The physician closed an arteriotomy with the closer s 6 fr. Device following a diagnostic cerebral angiogram. After an unspecified amount of time, the patient complained of "leg pain" and was assessed as having "weak pedal pulses." The patient went to surgery for arterial patch repair due to a thrombus or occlusion of the femoral artery. The vascular surgeon reported "the suture was fine, the vessel looked abnormal". The pt's pulses were restored. The pt was discharged home without further sequelae.